Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4319. Lot #: 21049613. Description: clik x MRI anchor. Model #: sc-1200, serial #: (B)(4), description: precision montage MRI. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patients midline incision opened up. The patient underwent an scs explant procedure. No device malfunction was suspected.